Event description:
During a procedure for a device change out, review of the fluoroscopy observed externalized conductors. The physician decided to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.